Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the kincise surgical impactor device was making a high-pitched noise during use. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device failed pretest for functional assessment and impactor operation assessment- internal movement but no impact. It was further determined that there was no visual damage, the impactor accepted and locked attachment devices and the anvil extended and retracted. It was determined that the battery latch handle locked in place and accepted battery device and the device did not function as intended. The inside forward can was checked and it was determined that the piston locking tab and screw were loose. The piston was allowed to unscrew from the piston driver, resulting in the inability of the tool to create the vacuum required to correct the operation. It was determined that the piston tab screw de-threaded, leading to the piston tab rotating from the locked position. It was further determined that the drive piston was allowed to unscrew from the piston driver. The piston could not extend and retract correctly while disengaged from the piston driver. It was determined that the issue was due to a design issue. It was determined that the device had insufficient/low power, component damage and the device was loose. The assignable root cause was determined to be traced to manufacturing, which is a design issue. It was reported that a protocol and failure investigation have been conducted regarding the design issue. If additional information should become available, a supplemental medwatch report will be submitted accordingly.